Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was an incorrect scale on the ccc syringe. The following information was provided by the initial reporter. The customer stated: "after open the package, it was found that the syringe had no scale marks."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode.